Event description:
As reported, while inserting the 5f pig supertorque device, the shaft fractured at the mid-shaft immediately upon entry. The fracture occurred at the mid-shaft rather than the distal tip and was noted to be a clean break without elongation. There were no pieces left on the patient's body. There was no reported injury to the patient. The device was prepared according to the instructions for use (IFU), with no apparent damage noted prior to use. No resistance or friction was encountered while advancing through the vessel, and no unusual force was required during advancement or withdrawal. The lesion was characterized by moderate calcification and moderate vessel tortuosity. The device had smooth advancement without resistance. No resistance was encountered while advancing over the guidewire. No visible abnormalities, such as kinking or external damage, were observed prior to use. Additionally, no excessive force or resistance was encountered during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: (B)(6).